Manufacturer narrative:
Analysis of the pump revealed no anomalies.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional (hcp) and a company representative regarding a patient receiving clonidine (100 mcg/ml at 33.98 mcg/day) and morphine (5.0 mg/ml at 1.6991 mg/day) via an implanted pump. The indication for use was non-malignant pain and other chronic pain (trunk/limb). On 2016-06-13 it was reported multiple stalls and recoveries starting (B)(6) 2016 were seen in the event logs. The stalls had short durations, some recovered in 20 minutes. The patient had heard the critical alarm three times on the morning of the report; it was noted that it was not consistent with the 10 minute alarm interval however the patient may not have heard it over their music. It was noted that the patient had not had an MRI recently and the patient denied any magnetic interference. The patient could not determine if they had been having therapy issues. The hcp thought they would schedule the patient for a replacement. Additional information was reported by the company representative on 2016-06-23. The cause of the stalls had not been determined and the pump had been scheduled for replacement on (B)(6) 2016. It was also noted that ¿nothing happens to the patient due to the motor stalls other then he hears a tone.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.